Event description:
It was reported that the user experienced a sensor and pump discrepancy while using the ilet and subsequently had hyperglycemia, including a fingerstick value of 543 mg/dl, after previously pausing insulin delivery for a shower and not promptly resuming; the user also reported inconsistent meal announcements and initially declined to change the infusion site until guided, after which insulin delivery resumed using a new inset infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a use-of-device problem associated with user operation; the device component was not otherwise specified. After the guided site-only change, delivery resumed as expected and glucose values later trended down. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.